Event description:
The customer reported that a blood leak occurred approx 15 minutes from the end of treatment due to a dialyzer cracked. "Blood in dialysate" alarm occurred during treatment. The treatment was ended and the pt was sent home.